Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number (B)(4) is: unconfirmed as the failure could not be reproduced during evaluation. (Reference: MDR number 3006260740-2022-00274) device not returned.

Event description:
A tm reported the unit is displaying a grainy image.